Event description:
Pt stated the tubing came off for about 5 mins. She does not know how, noticed blood on the floor and on her shirt. Pt was able to successfully reconnect and no side effects reported. Lot and expiration not available as pt discarded packaging. Md not aware. No add'l care needed. Reported to (B)(6) by pt /caregiver.